Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample, the leak was not visible. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition was not verified. However, per the reporter the number of clean cart a disinfection cycles totaled 23 times which exceeds the maximum cycles of 8 times. According to IFU n50489 version 014 the filter lifetime for sodium carbonate disinfection should not exceed a maximum of eight disinfections. This would indicate the cause of the condition is due to a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the ¿fiber of the filter¿ in a u9000 sets during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.